Event description:
It was reported that on (B)(6) 2004, patient underwent an l4-l5 fusion involving rhbmp-2/acs. Surgeon utilized a combination of anterior and posterior approach and mixed rhbmp-2/acs with allograft. Patient was diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. As a result, patient has required extensive medical treatment. Patient has never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living..

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2004, patient underwent following procedure: anterior exposure for l4-5 spinal fusion. Pre-op and post-op diagnosis: on (B)(6) 2004, patient underwent following procedure: anterior lumbar interbody fusion with allograft and bone morphogenic protein. Pre-op and post-op diagnosis: spondylolisthesis l4-5, status post fusion l5-s1. Lumbar instability l4-5. Spinal stenosis l4-5 lateral recess stenosis. No complications were reported.